Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
This is an approximation as only the year was communicated to us.

Event description:
It was reported that patient underwent a revision surgery due to instability. This was a revision of a right anteverted modular neck smf. Surgeon wanted to fix the problem by switching the anteverted neck for a retroverted neck but since this was no longer an option in surgeon's expected timeframe he had to remove the well fixed smf stem, and give this patient a revision hip stem.